Manufacturer narrative:
The patient experienced peritonitis 2 days prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency). At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow-up.